Event description:
The physician used the stent in the colon, aware it is a duodenal stent. Scope used was an olympus. Scope was passed through stricture to be stented. Stricture was marked with an injection, at which point physician chose to proceed and placed stent. Physician did not feel a wire was needed so did not place wire. Stent was deployed with no problems. The proximal end of stent did not completely open. The rest of the stent had opened but the proximal stent stayed closed. Physician took dilation balloon to assist with the opening of distal end. Proximal 2cm still narrow and not opened but could not get scope in stent. Could see stent was not against the colon. Images taken noted the stent had perforated the colon. The stent was removed with no difficulty and patient was sent for surgery. District manager has followed up on second procedure to repair perforated colon with no reply from the physician or the facility. Patient had surgery for repair of perforation of colon. A follow up on patient outcome was requested but there was no reply from physician or the facility.

Manufacturer narrative:
This complaint is reportable based on the fact that an adverse event occurred - perforation of the colon. There was no evo-22-27-12-d device of lot c936174 in stock at the time of the investigation. The device was not returned for evaluation and images were requested but were not available. With the information provided a document based investigation was carried out. As the device was not returned for evaluation and images were not provided the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. Prior to distribution evaluation devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-22-27-12-d of lot c936174 did not reveal any discrepancies that could have contributed to this complaint. The evolution duodenal stent system is used for palliative treatment of duodenal or gastric outlet obstruction or duodenal strictures caused by malignant neoplasms. This device was used off-label in the colon. This was not a factor that could have contributed to this complaint issue. Perforation is a known potential adverse effect as per instruction for use. As per the instructions for use that accompanies this device potential complications associated with gi endoscopy include but are not limited to perforation, pain, peritonitis, bowel impaction, diarrhea, constipation, stent misplacement and/or migration. As per the IFU, "the stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to surrounding tissue or mucosa." In this incident the stent was removed after noted perforated colon, patient sent for surgery to repair perforated colon. The 2 year complaint history has been reviewed and this complaint represents an isolated occurrence for this rpn. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.